Event description:
On 9/21/2023, it was reported by a sales representative via sems-06037621 that an ar-6480 dw arthroscopy fluid management device had an issue. The device was not reading pressure correctly. It over-inflated the joint, causing fluid to leak into surrounding tissue. The case ended with adverse effects to the patient. This occurred during use in an unspecified procedure. Additional information has been requested. On 9/22/2023, the sales representative provided the following information via phone: this occurred during a rotator cuff biceps tenodesis procedure on (B)(6) 2023. Arthrex ar-6410 inflow tubing and ar-6430 outflow tubing with unknown lot numbers were used and discarded after the case. The complaint pump was used to complete the procedure. Pump settings were at 35, and the fluid extravasation was localized in the shoulder area. The excess fluid was removed at the end of the procedure by compressing the area by hand, forcing the excess fluid out through the portals before closing up. There was no permanent tissue damage reported. The case lasted about 90 minutes, and there was no case delay reported due to the event, and no additional anesthesia had to be administered. It has not been indicated if the patient was discharged after the case or had to be kept overnight, but the sales representative will confirm with the surgeon. On 9/22/2023, the sales representative provided the following information via email: no clamp/pressure test was performed prior to tubing use. No error messages or alarms occurred. The neoprene sleeve was not flattened/compressed. The patient was discharged the same day and was fine to date, per the hospital.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error. Per dfu-0140-eo revision 0, h. Directions for use: warning: using fluid to distend any joint carries with it the possibility of fluid extravasation into surrounding tissue. Always use the lowest possible pressure settings to achieve the desired amount of distension and control of bleeding. Warning: proper operation of this device requires the establishment of adequate fluid outflow and monitoring of the surgical field. At pressures exceeding 10 mmhg above the patient¿s diastolic pressure, carefully monitor and maintain fluid outflow and assess the patient regularly to avoid extravasation or any other adverse patient condition. Warning: do not disconnect and reconnect the same tubing set under any circumstances. Once disconnected from the pump, the tubing set must be discarded and a new tubing set installed. Failure to do so may result in pump failure and patient injury. Failure to follow these instructions may pose a danger to the patient. Do not use the unit if the rollers turn continuously after the tubing has been clamped.